Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen resolution was grey in color and that there was faint numbers in the background, resulting in the customer experiencing difficulties reading the screen. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 81 mg/dl.